Event description:
The caller reported that the insulin gauge displayed an amount different than expected, with a discrepancy greater than (B)(4) units. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge, and technical support instructed the customer to call back for troubleshooting if the issue recurs.